Event description:
It was reported that lead migration occurred, resulting in loss of stimulation and loss of therapy. The leads remain implanted and in service. Reprogramming of the stimulator with the migrated leads was planned prior to any decision regarding surgical repair of lead placement. The issue is ongoing.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 29-sep-2029, UDI#: (B)(4) ; product ID: 9 77a260, serial/lot #: (B)(6), ubd: 29-aug-2029, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating the cause, according to the patient, was she slipped and fell and the pain began returning to the side of which the lead migrated. High impedances were observed. The issue was resolved by reprogramming the stimulator.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025: product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.